Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 1051530. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. Retained samples were checked for the reported batch and no defect was found.

Event description:
It was reported that iodoxanol leaked from the bd intima ii¿ IV catheter prn adapter needle during the CT exam. The following information was provided by the initial reporter, translated from chinese to english: "the patient underwent CT enhancement examination at 9:40 on 2021-08-10. During the injection of iodoxanol, the liquid directly flowed out of the needle, resulting in leakage of the liquid, which directly flowed into the patient's back, resulting in the failure of the examination."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that iodixanol leaked from the bd intima ii¿ IV catheter prn adapter needle during the CT exam. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient underwent CT enhancement examination at 9:40 on (B)(6) 2021. During the injection of iodixanol, the liquid directly flowed out of the needle, resulting in leakage of the liquid, which directly flowed into the patient's back, resulting in the failure of the examination"